Event description:
This pi is for the jr implants. It was reported that the patient's right hip was revised due to proximal femoral fracture rep confirmed fracture was proximal to axsos 3 cortex screws and that no screws were damaged. All implants were removed. Stryker acetabular components and competitor femoral components were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.